Event description:
Patient "stated that they went into diabetic shock on friday. Paramedics came to their house and got readings of 179 and 174 mg/dl on their meter. Patient's meter was reading 300, 302, 306, and 309 mg/dl. Patient blames the meter for false readings and as a result they had to go to emergency." Patient stated this has happened more than once in the past week.